Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 134-168 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, customer corrected the time and insulin delivery was resumed successfully.